Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 384 mg/dl. Reporter indicated that pt was immediately retested, on a hospital blood glucose monitor, with a result of 117 mg/dl. An add'l comparison was reportedly performed; pt's device measured 284 mg/dl and the hosp device measured 117 mg/dl. Reporter stated that pt was not treated based on the values obtained on the suspect device. Reporter noted that pt is currently hospitalized for conditions unrelated to diabetes. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.